Manufacturer narrative:
.

Event description:
The product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened if the product sample is returned. All the possible causes were identified. The manufacturing lot number associated with this complaint was (B)(4). The DHR review indicated that there was no quality issues associated with this defect mode. DHR was reviewed and no deviations related to this failure mode were found. There are not ncrs related to the reported issue. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as misuse (crack could be caused due to over bending, excessive force, or a sharp object). However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purpose.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer states that the catheter was cracked after it was inserted into the pt. Pt involved without injury. No add'l provided by the customer.

Manufacturer narrative:
Submit date: 08/14/2014. An investigation is currently underway. Upon completion, the results will be forwarded.